Event description:
It was reported that a vns patient with tuberous sclerosis complex had a lead break . It was reported that the patient had a new generator recently implanted. The lead became too tight and has now snapped after the patient contracted whooping cough and possibly pulled it with the extreme coughing. It was reported that the patient's seizures have increased due to that suspected lead break. It was reported that the patient's generator was switched off. No known surgical interventions have been performed to date. No additional relevant information has been received to date.